Event description:
Boston scientific received information that this atrial lead had not been functioning due to unknown issues. A revision procedure was performed to remove the lead from service. The physician noted removal difficulty which was most likely due to too much scar tissue which impeded the extraction process. Laser extraction was utilized. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.